Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review. The log files captured speed reductions while connected to the patient cable on (B)(6) 2026. No further unusual events were recorded afterwards. Additional log files were submitted on 11mar2026 and showed no unusual events. The speed reductions resolved with change to an ungrounded power cable. The patient did not suffer any symptoms or adverse events and was discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported low speed events. Although a specific cause for these findings could not be conclusively determined as no product was returned for evaluation, based on previous complaint history, the atypical pump operation captured in the submitted log files appeared to be consistent with potential driveline wire compromise. The submitted log files collectively contained events from 28feb2026 to 11mar2026. Multiple low speed events were captured on 12nov2022 while the patient was connected to the power module, with speed reductions as low as 2610 revolutions per minute. These events resulted in low speed and low flow hazard alarms and were associated with an increase in pump power up to 12.0 watts. No pump stops were observed, and the events appeared to resolve after 28feb2026 at 16:20:10. No other notable related events or alarms were captured. It was later communicated that the cause of the speed reductions was identified and the reductions ultimately resolved after the system was powered by an ungrounded power cable. The patient did not experience any symptoms or adverse events and was discharged home. The pump reportedly functioned as intended. The patient remains ongoing on heartmate ii left ventricular assist device (lvas), serial number (B)(6), with no further events reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, and the heartmate ii lvas patient handbook, are currently available. Section 1 of the IFU addresses all pump parameters including pump power. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These sections also address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. The IFU and patient handbook instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook and section 7 of the IFU outline system controller alarms, as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.